Manufacturer narrative:
The review of the manufacturing paperwork for the device verified that the lot met all pre-release specifications. (B)(4). The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2011, the patient was implanted with three gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The patient tolerated the procedure. The pre-treatment computed tomography angiography (cta) determined that the maximum diameter of the aortic aneurysm/lesion was 63mm. On (B)(6) 2016, the follow up CT determined a type ii endoleak and the maximum diameter of the aortic aneurysm/lesion was 70mm. On (B)(6) 2016, the patient underwent the additional procedure to repair the type ii endoleak using a thrombin injection. Reportedly, the event was not related to the device or procedure. No further adverse events have been reported.